Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the slack was taken up and the handle does not have evidence that the loop was secured to the post. Additionally, the device was not returned for the analysis. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that due to the instructions for use of the device not being followed, the device could be unsuccessful in the deployment of the bands. A labeling review was performed; it was found that the instructions for use of the device weren't followed since the trip wire was not secured to the post. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Labeling review was performed, and evidence suggests that the device was used in a manner inconsistent with the labeled indications. "Secure trip wire in slot on handle unit", however, it was found that the wire was not secured to the handle. The instructions for use contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use/labeling information. Based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2026, for the treatment of esophageal varices. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2026, for the treatment of esophageal varices. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.